Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaint was unable to be confirmed due to available of medical record or imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the valve was implanted in native mitral annulus. The sapien 3 thv (s3) with the commander delivery system (ds) is currently indicated for a native aortic valve, surgical or transcatheter bioprosthetic aortic valve, and surgical bioprosthetic mitral valve replacement. It was off label for this case. In this case, ''as reported, it was a case of a 29 mm sapien 3 transcatheter heart valve, in native mitral position by transeptal approach in a patient having a 23mm s3 valve in aortic position implanted 6 years and 10 months ago. After implantation, it was noted that new implanted mitral valve occluded the lvot leading to an increase of gradients (100 mmhg)''. Per the instructions for use (IFU), lvot obstruction is a potential adverse event associated with bioprosthetic heart valves. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. In this case, the thv was deployed into a native mitral valve, which could increase the risk of interaction between pre-existing aortic bioprosthetic valve. As such, available information suggests that procedural factors (off label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Complaint reference (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11973. The investigation is ongoing. H3 other text : the device is not returning.

Event description:
As reported, it was a case of a 29 mm sapien 3 transcatheter heart valve, in native mitral position by transeptal approach. The patient has a 23mm s3 valve in aortic position implanted 6 years and 10 months ago. After implantation, it was noted that new implanted sapien 3 valve in the mitral position occluded the left ventricular outflow tract obstruction (lvot) leading to an increase of gradients of 100 mmhg. Therefore, a transcoronary ablation of septal hypertrophy (tash) and post-dilatation of the aortic valve were performed, however it was not successful. It was decided to perform a valve in valve procedure in aortic position by transfemoral approach. A second 23mm sapien 3 ultra was implanted and the patient reestablished. The patient expired post-operative day (pod) 3 due to cardiogenic shock from the hemodynamic instability and CPR during the procedure. The lvot obstruction was due to interaction between the two valves (mitral and pre-existing aortic valve). The valve in mitral position pushed and deformed the aortic valve.